Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The customer's blood glucose reading was 469 mg/dl. The customer stated that she was getting ready to eat something and her blood sugar was high. The customer stated that her pump alarmed no delivery. The customer was assisted in performing a 5.0unit fixed prime. The customer stated that the insulin did exit. The customer stated that she is able to remove the set at the time to examine the cannula. The customer stated that the cannula is curved. The customer stated that she inserted the cannula manually. The customer was advised that the alarm may be due to the bent cannula. The customer was advised to change out the infusion set.